Manufacturer narrative:
Patient information: there was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in bedford (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to the a/d converter during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: the unit was requested for investigation and the reported error code could be confirmed. Troubleshooting revealed that the cause of the issue was a defective eprom.